Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and fit the pump properly. Moisture corrosion was observed in the battery cannister and on the battery cap. A leak test was performed and failed due to the battery compartment leak. Unrelated to the original complaint, the display screen was dim and red. The pump cover was removed to find further moisture inside to the c75 watchdog circuit component. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.